Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the blade not directly attached to the handpiece could not be confirmed. However, the reported condition of the trigger sticking and the device not able to hold the blade or become detached was confirmed. During evaluation, it was determined that the triggers were sticking and the device failed the leakage test. It was further determined that the triggers' components and the housing were worn. It was determined that these issues were consistent with normal wear. The assignable root cause was determined to be due to wear from normal use over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). The reporter¿s complete address was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(4) that during an unspecified surgical procedure, it was discovered that the trigger was sticking on the battery handpiece/modular device. It was further reported that the nurse attempted to attach the blade device, but the battery handpiece device would not hold it or it became detached. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. There was no adverse event reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.